Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to contact a field rep. The caller indicated that the patient presented to their office on 7 nov 2024 and claimed that they needed to have their system fixed. The caller was calling to have someone  meet with the patient in their office. The caller read from a note that said two pieces are broken, shocks not lasting well, needs new external unit. The caller indicated that the patient does not have access to a phone so can't easily call patient services. The caller was not with the patient. Tss reviewed information about replacing external components and contacting a field rep. The caller will follow-up with the patient.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 2182207-2024-04330. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.